Event description:
Boston scientific received information from another manufacturer's representative that the patient implanted with this lead would be undergoing a device change out procedure. It was reported there was a possible lead performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. No further information was available and records indicate this lead remains in service. Should additional information become available this report will be updated.